Event description:
It was reported that the user experienced a low glucose event while using an ilet system with a dexcom g7 cgm, during which the cgm displayed 40 mg/dl but a contemporaneous fingerstick measured 160 mg/dl after carbohydrate treatment; subsequent calibration steps were performed, the user consumed additional carbohydrates, and hyperglycemia followed, with a later cgm-pump reading of 68 mg/dl and a fingerstick of 85 mg/dl prompting another calibration. Symptoms included hypoglycemia. Outcomes included a medically significant event requiring medication or carbohydrate intervention. Investigation included communication with the user, analysis of user-provided information, and review of the user interface. Investigation of this case revealed no device problem and identified a usage issue consistent with an improper or incorrect method, with the user interface implicated only as the interacted component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.